Event description:
It was reported that the insulin pump alarmed no delivery when attempting to bolus 10 units. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 84 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.